Manufacturer narrative:
Describe event or problem, corrected data: the initial repot inadvertently did not report this information.

Event description:
The autopsy report was received from the medical examiner on (B)(6) 2015 and indicated the following: the deceased died of combined nortriptyline and verapamil intoxication. Hypertensive cardiovascular disease contributed to death. Per the report, ¿enlarged hearts are pathologic, prone to electrical instability and sudden cardiac arrest, and less tolerant of the combined toxicity of nortriptyline and verapamil.¿ the manner of death was suicide. The deceased was pronounced dead at the scene after being found unresponsive by friends, sitting in the living room. No attempt at resuscitation was made. Based on the available information about the patient¿s death, an internal classification has determined that the death is unlikely sudep.

Event description:
It was reported that the vns patient passed away. It was reported that the autopsy was pending. The cause of death is unknown. The relationship of the death to vns is unknown. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include the results of lead analysis.

Manufacturer narrative:
.

Event description:
The available death information has been reviewed by the device manufacturer and with the available information has been determined to be possible sudep.

Event description:
The physician provided the patient death follow-up form. The patient¿s concurrent illnesses were copd, depression, headaches, hypertension, overweight. The patient achieved seizure reduction with vns therapy. The physician reported that the believed cause of death was unknown, but the cause of death was not believed to be related to vns therapy. It was also indicated that the patient tested positive for cocaine by pain clinic.

Event description:
The lead assembly has dried remnants of what appear to have once been body fluids inside the inner tubing. No obvious point of entrance was noted other than the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. There were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to functional specifications.